Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes were without vacuum, and the closures were loose. No health impact or consequence reported.

Manufacturer narrative:
E1: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. The photo did not show stopper pop off. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. A further 29 retention samples were evaluated by functional testing and the issue of stopper pop off was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill and stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes were without vacuum, and the closures were loose. No health impact or consequence reported.